Manufacturer narrative:
Updated feild: b4, d8, d9, g3, g6. Reference ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane loosely folded with blood on the exterior of the catheter. Two kinks were found on the inner lumen within the membrane approximately 15.5cm and 16cm from iab tip. Additionally the optical fiber was found to be broken at the kinked location of 15.5cm. The condition of the iab as received indicated kinks on the inner lumen and a optical fiber break. We are unable to determine when the damage may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The condition of the iab as received indicated kinks on the inner lumen and a optical fiber break. We are unable to determine when the damage may have occurred. The evaluation confirmed the reported problem. Complaint ID: (B)(4).

Event description:
It was reported via the medwatch report # (B)(4) while opening the balloon pump, it was discovered that the balloon was kinked or damaged. This was noticed when the box was opened, and the balloon was getting prepped for insertion. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation conclusions), h10, h11. Corrected field: b5, b6, b7, d9, d10, g2, h6 (effect ¿ impact codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4).

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported via the medwatch report # 0500690000-2024-8007 while opening the balloon pump, it was discovered that the balloon was kinked or damaged. This was noticed when the box was opened, and the balloon was getting prepped for insertion. There was no patient harm or injury reported.